Manufacturer narrative:
Medwatch sent to FDA on: 03/18/2011. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Infection is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Event reported as, "a large palpable mass around post incision - ultrasound confirmed infection around port. Band removed at [hospital] due to infection of port and band - strep viridans confirmed with cultures." The band is to be replaced at another time. The explanted band will be returned. F/u findings: the large palpable mass was verified as a port site infection.